Event description:
It was reported that the customer was hospitalized due to dehydration and high blood glucose over 600 mg/dl. It was stated that the customer was treated with manual injections. Troubleshooting was performed. The time, date, settings, and programming appear to be correct. Ran a fixed prime test and the insulin did exit. Advised the caller to call back when the tubing clamp arrives to complete the testing. Explained the mother that high blood glucose often is caused by denatured insulin. Reminded the caller to changed the infusion set every two to three days. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.